Event description:
The customer reported to philips, "the battery is broken and can not charge." There was no reported patient involvement.

Manufacturer narrative:
\This is an initial report. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.